Event description:
Tubes were found broken in centrifuge around the stoppers. One technician received a cut after removing the stopper. Glass cut the technician's finger. Body fluids were not infectious.